Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that no insulin was being delivered because site was coming off while the patient was asleep as the site was not sticking. The patient had high blood glucose level and changed the supplies and self-treated with insulin shots. The infusion set was in use for a day. Reportedly, patient had over 20 occasions where his site came off him during the night. The patient was hospitalized due to high blood glucose level (602 mg/dl) and received high dose insulin shots as corrective treatment which resolved the issue. He did not notice any damage when the package was first opened. The patient was admitted in the intensive care unit for 2 days. No further information available.